Event description:
It was reported (B)(6) 2011 lowering threshold rv, lowering threshold ra, lowering threshold lv event not related to device. After implant, the technician held the threshold hiqh in the first two months, output hiqh in first two months. No further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).